Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, unable to issue medication oxy 5 mg. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used this incident, it was determined that the user was unable to issue the medication. A technical support specialist attempted to issue the medication for the patient and found that the medication order quantity was set to 0.01. The tss informed the user that the pharmacy needs to update the medication order to a quantity of 1 to proceed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, unable to issue medication oxy 5 mg. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.